Event description:
It was reported to tyco healthcare/kendall in 2005 that a customer had a problem with a sharps container. According to the customer "the opening of the lid is warped. A nurse received a contaminated needle stick when disposing of the needle, it did not drop into the container as normal and appears to have popped back out and pricked the rn's finger."